Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an intraocular lens delivery system. There was no pt impact/injury associated with this event.